Manufacturer narrative:
The device was returned to zoll medical corporation. Upon internal inspection of the device, severe water ingress was observed. Due to the condition in which the device was received, root cause could not be firmly established. The device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.